Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The dislodgement caused high pacing thresholds, loss of capture and low amplitudes. The patient had twiddled the pocket area which resulted in the observations. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.